Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 08/09/2016, a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. System turns right when drive handle actuated. On 08/11/2016, a medtronic representative performed an imaging system check-out. Performed drive board calibration procedure per service manual as recommended by factory. The drive board was out of adjustment. The right and left wheel voltages needed to be changed. Inspected drive handle wiring. System passed all testing. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site radiographic technologist (rt) that when he pushes the drive bar down to move the system backwards, the imaging system moves forward and to the right instead. In trouble-shooting, the rt performed the invalidate home procedure, however, the issue reoccurred. The rt stated this behavior was intermittent and had occurred a few different times. No further details regarding the behavior were provided. There was no patient present when this issue was identified.